Event description:
The customer reported that the device was used in a right salpingectomy procedure and did not seal. The forcetriad generator indicated that the vessel was sealed, the blade was deployed to cut, and once the jaws were opened the vessel began to bleed. There was no patient injury. The bleeding was not abnormal and was stopped with the wolf klepenger.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.